Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while starting up the navigation system, the system became unresponsive. Restarting the navigation system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.